Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and found that the complete drill bit was stuck in the attachment device. It was it noted that is was not possible to remove the drill bit from the attachment. During the assessment it was found that the drill bit was broken and the cutting head was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to improper handling, which is user error. The brand name, catalog number, lot number and device manufacture date were unknown concomitant med products and therapy dates: attachment device, (03nov2021) PMA/510(k) number is unknown. UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
It was reported from (B)(6) that the attachment device had bearing damage and was unable to detach a burr device. During in-house engineering evaluation it was determined that the drill bit device was broken, and the cutting head was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.